Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The device leaked during a procedure, possible fault in the lock at the distal end. After the procedure, the catheter began to leak from the proximal hub. The patient had to have another procedure to remove and replace the leaking catheter. A section of the device did not remain inside the patient¿s body. The patient did require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any additional adverse effects due to this occurrence